Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the injection on the zimmer pulsavac plus device suddenly stopped during use. After that, the umbrella valve was found trapped in the jet orifice. Surgery was completed with another device. There was no report of injury or medical intervention associated with the incident.